Event description:
It was reported by customer before use that the cardiosave intra aortic ballon pump (iabp) touch screen to be checked. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.